Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the ets flex gun fired and bleeding occurred at the staple line. The cautery was used to control the bleeding. There was no consequence to the pt.